Event description:
The account alleged that both side rails will not stay up. No patient impact.

Manufacturer narrative:
The technician found loose screws and worn threads on the side rails. The technician replaced the shoulder screws and nuts to resolve the issue.